Event description:
Knee pain. A maxim primary tibial bearing device which was implanted in 1997 and explanted in 2001 due to knee pain. The product is mfg by biomet. The device was returned to the MFR.